Manufacturer narrative:
Anti-backup failure, damaged ratchet pawl. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned empty and with the lock out broken. The instrument is designed to lockout when all the clips have been fired. No firing testing could be performed as the instrument was returned empty; however, the jaws could not open and close as intended upon cycling of the trigger; they were able to open when manually assisted (using the trigger). We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device was being used to clip the duct and once fired it would not re-open. The clip would not fire as if it got stuck. The surgeon tried several times to fire the device and it would not fire. Another device was used to complete the procedure. There was not patient consequence.